Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was treat a moderately tortuous, moderately calcified de novo distal right coronary artery (drca). During advancement of a 2.25x12mm nc trek balloon dilatation catheter resistance was met with anatomy and at the first inflation the balloon ruptured at an unknown pressure. A non-abbott device was used to successfully complete the procedure. There were no adverse patients effects and no clinically significant delay reported. No additional information was provided.